Manufacturer narrative:
(B)(4). It should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, endoleak. Per IFU, key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck and significant thrombus and / or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of an abdominal aortic aneurysm using two gore® excluder® aaa endoprostheses. The procedure was completed without any reported issues. On (B)(6) 2022, endoleak was reportedly suspected on follow-up computed tomographic angiography (cta). On (B)(6) 2022, a reintervention was performed. An intra-operative angiogram reportedly confirmed a distal type I endoleak on left side. An additional stent graft was placed distally on the left side. The endoleak was resolved, and the patient tolerated the procedure. It was reported that, because of heavy calcification at the arterial implantation sites, touch-up ballooning was performed softly during the initial procedure.